Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 5 months. Attempts requesting additional information have been made. No further information has been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired due to ischemic stroke/withdrawal of care on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined as the device was not returned for evaluation. The instructions for use lists stroke and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received from the hospital personnel on 05/05/2016 stating that the patient had an ischemic stroke and would need long term rehabilitation. The patient's family had many discussions regarding the plan of care and ultimately, a decision was made to withdraw care based on the patient's request. It was also stated that the device was operating as expected. The patient constantly had lactate dehydrogenase issues, but a true indication of thrombosis was never made. The patient was not a pump exchange candidate. The patient equipment would not be returned for evaluation.